Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to insert the assembly of the involved angio-seal device. As a f (5 french) procedure sheath was used, the 6f (6 french) angio-seal was attempted to be used for hemostasis. After the procedure sheath was removed, the assembly was attempted to be inserted into the artery, however the assembly would not insert into the artery at all. Even though torque was applied. The patient was in pain when the assembly was being slightly pushed. The device was not used and was replaced with another angio-seal device, however, the same problem occurred. The second device was not used, and manual compression was applied for twenty minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was permanent pace-maker insertion (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was six millimeters. The event occurred intra-operative. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the involved product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The returned sample consisted of a hemostasis sheath, arteriotomy locator assembly, and header bag. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated and appeared to be in good condition. No signs of damage or deformation to the device were identified. Functional testing was performed by inserting the sheath/locator assembly into a 6fr vessel model. After the sheath/locator assembly was inserted into a 6f vessel model no anomalies or resistance was observed. For dimensional testing, the outer diameter of the locator was measured to be 0.0909 inches which was within the specification. The outer diameter of the sheath was measured to be 0.1157 inches. All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).